Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the cartridge and infusion set had been in use for 5 days. The customer experienced an elevated blood glucose (bg) level of 300 mg/dl, which was addressed by administering a manual injection. At the time of the reported event, the customer's bg level was 170 mg/dl. Tandem technical support reviewed the pump labeling instructions with the customer.